Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and replicated the reported event. The illuminator module was replaced to resolve the issue. The system was then tested and met all product specifications. The illuminator module was received and further evaluation found no problem to the event reported. The system was manufactured on (B)(6)2012 . Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to an internal-component and/or wear reliability as the reported event was replicated by the company service representative. The manufacturer internal reference number is: 2020-40167.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that port 1 and 2 will not light. Additional information has been requested.